Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01653, 0001822565-2022-01654, 0001822565-2022-01655. Medical devices: gender solutions female (gsf) femoral nonporous size 3, left catalog#: 00541401601 lot#: 64891382; articular surface ultracongruent size 1 2 left 9 mm height catalog#: 00542801109 lot#: 64468983; modular cemented tibial baseplate size 1, left catalog#: 642000210 lot#: 65227604. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left total knee arthroplasty and prescribed medication two days post-op. Subsequently, approximately a week later, the patient was admitted to the hospital with atrial fibrillation and a pulmonary embolism. The issues were resolved by the following day with no further complications reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted, to relay additional information. It was reported, a patient had a total knee arthroplasty. Subsequently, approximately one week later, developed atrial fibrillation and a pulmonary embolism. Procedural related complications are influenced by the "type of surgery, patients pre-existing comorbid state, and perioperative management". Side effects of the administration of anesthesia are a known cause of chest pain, EKG changes and mi, during the intraoperative and postoperative recovery. Elective total joint procedures have cardiac workup, prior to surgery to "clear" them of surgery. Hence, reducing their risk for these cardiac related complications. Patients are at the highest risk immediately post op, but continue to be at risk for several weeks post op. As the reported complaint indicated, a cardiac postoperative complication developed. And it can be implied medical treatment was warranted to treat the complication. Procedural related complications are influenced by the "type of surgery, patients pre-existing comorbid state, and perioperative management". If a dvt/ blood clot breaks free, it may travel through the bloodstream and block blood flow to the lungs. This complication is called a pulmonary embolism. Total joint patients are typically placed on medication post-operative for a period of time to help prevent the development of dvt/blood clot formation that can lead to an pe. As the complaint indicated, the patient developed a post-operative complication, it can be implied medical intervention was completed to treat the pe.